Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The sheath was returned after being used in the procedure. No relevant procedural imagery was provided for review. Visual inspection revealed the esheath was able to fully expand as designed, a liner tear was observed approximately 3.5 inches from the distal tip. The tip opened as designed with no soft tip damage. The hdpr at the distal tip was not split. A liner strand was observed approximately 2.5 inches from the distal tip. Minor scratches/white stress marks observed on the hdpe near the distal tip approximately 2 inches from the tip. Due to the nature of the complaint and returned condition of the sheath (liner torn) and (liner strand), functional testing could not be performed. Dimensional testing revealed the liner thickness was found to be within specification at all measured locations. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of complaint history from august 2018 to july 2019 for the esheath (all models and sizes) revealed other returned devices relating to the complaint codes sheath shaft ¿ liner torn and sheath shaft ¿ liner strand. Review of complaint history revealed that the complaint rate did not exceed the july 2019 control limit. The thv physician¿s manual instructs the user for delivery system removal to unflex the delivery system while traversing the aortic arch. Verify that the flex catheter tip is locked over the triple marker and remove the delivery system from the sheath. Ensure the balloon is completely deflated.  Completely unflex the delivery system prior to removal to minimize the risk of vascular injury.   The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During the manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint.   The complaints for sheath shaft ¿ liner torn and sheath shaft ¿ liner strand were confirmed based on the returned condition of the device. However, no manufacturing non-conformances were identified in the returned device. Dimensional analysis of returned device supported that no manufacturing non-conformance could have contributed to the complaint. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. It is possible that procedural factors contributed to the reported events. If the delivery system is not completely unflexed or balloon is not fully deflated prior to removal, the delivery system distal portion could have been non-coaxially aligned with the sheath tip and the balloon could have been caught at the sheath tip. Withdrawal of delivery system under this configuration may require additional force applied to pull the system through, that can lead the observed sheath liner tear and liner strand. It is likely that procedural factors (incomplete balloon deflation/non-coaxial alignment of delivery system prior to removal) likely contributed to the reported events. However, a definitive root cause could not be determined at this time. The complaint was confirmed. Available information supports that the event was likely related to procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, no corrective or preventative actions are required.

Event description:
The device was returned to edwards lifesciences for evaluation. Preliminary inspection revealed that the esheath shaft (hdpe) was not split and there was no soft tip damaged. However, a liner tear was observed approx. 3.5 " from tip and a liner strand was observed approx. 2.5" from distal tip.

Manufacturer narrative:
Additional information:  description was updated with preliminary engineering observations of the returned device.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post implant of a sapien 3 valve in the aortic position via transfemoral approach the ¿esheath broke at the tip, a piece was split off and ruptured. No patient injuries were reported and the patient was in stable condition post procedure. Per medical opinion it was not believed any pieces remain in the patient.